Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the proximal pin is broken at the proximal clevis. Engineering concluded that damage was likely due tip overloading with excessive force applied. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
It was reported that during a da vinci s hysterectomy procedure, a pin and small disc on the mega suturecut needle driver instrument broke off and fell into the patient. All of the fragments were retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.